Event description:
It was reported that during a da vinci si prostatectomy procedure a permanent cautery hook instrument was shorting out. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with the conductor wire insulation damaged and the yaw pulley with charred materials near the conductor wire. Electrical continuity testing was performed and passed. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.